Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy (egd) procedure within the esophagus, performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was advanced to the target site, and then deployed; however, soon after being deployed, the clip assembly detached from the "lesion". The case was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable. This event has been deemed reportable based on the investigation results; clip assembly mashed onto the bushing which prevented its separation from the delivery catheter.

Manufacturer narrative:
(B)(4) for the evaluation finding of clip assembly failed to release from delivery catheter. A visual examination found that the device returned with the clip assembly mashed onto the bushing. The prongs were not locked into the capsule. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The reported event of clip assembly detached from tissue after being deployed was not able to be confirmed. The evaluation revealed that the device returned with the clip assembly attached; however, the clip was mashed onto the bushing which prevented its separation from the delivery catheter. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.